Event description:
It was reported that the patient implanted with an onkos distal femoral replacement had an alleged infection. The patient's index procedure occured on (B)(6) 2024. The patient underwent a procedure to remove all hardware and elected to undergo an amputation on (B)(6) 2024. This event will be reportable to the FDA due to the revision procedure. This report captures the explanted eleos tibial baseplate.

Manufacturer narrative:
It was reported that the patient had an alleged infection. The patient was implanted with an onkos distal femoral replacement on (B)(6) 2024. The patient underwent a procedure to remove all hardware and elected to undergo an amputation on (B)(6) 2024. All manufacturing records of implanted devices were reviewed and no manufacturing abnormalities were observed. As detailed in the eleos limb salvage system IFU and surgical technique documentation, elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions may contribute to adverse effects. The root cause of this event was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not likely related to the design, manufacture, and/or sterilization of the onkos implants.